Event description:
The biomedical engineer (bme) reported that when they started taking nibp, the cuff inflates and does not deflate on the ay input unit for the bedside monitor (bsm) system. There was an air leak error and module error. They get correct nibp readings when they used another input unit. They tried the failed input unit on another bsm, but the issue persisted. The issue is isolated to the input module. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that when they started taking nibp, the cuff inflates and does not deflate on the ay input unit for the bedside monitor (bsm) system. There was an air leak error and module error. They get correct nibp readings when they used another input unit. They tried the failed input unit on another bsm, but the issue persisted. The issue is isolated to the input module. No patient harm was reported. Concomitant medical device. The following device was used in conjuction with the main bsm unit and was the unit that failed: input unit model: ay-633p sn: (B)(4) device manufacturer date: 08/26/2008 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned approximate age of device: 152 months